Event description:
This report is to notify the FDA that the aami level 3 isolation gown and coverall manufactured by fire-dex is not actually compliant to the aami level 3 standard. Fire-dex utilizes a material (stedair medical) that is tested to the aami level 3 standard and the actual gown and coverall is not third party tested after being made or sewn. Also note, that the seams of the gown and coverall are not taped or covered with a moisture barrier material to prevent contaminated fluids from passing through. By not using a moisture barrier material to cover the seams, the wearer could become contaminated by fluids passing through the holes of the seams and this would not pass the third party aami tests. This violates the cdc guideline set forth for level 3 isolation gowns and does not meet the ansi, aami and nfpa 1999 standards. FDA safety report ID # (B)(4).